Manufacturer narrative:
A new left ventricular lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during the follow up visit, this left ventricular lead exhibited increased thresholds on all configurations. The lead was deactivated and the patient was scheduled for a lead revision. On january 17, 2011 a revision procedure was performed. It was determined that the left ventricular lead had completely dislodged and was 'hanging' in the right ventricle. The lead was removed and replaced. No additional adverse patient effects were reported.